Event description:
I have had early perimenopause, heavy bleeding in between periods, irregular periods, severe headaches, skin rashes, hair loss, insomnia, pelvic pain, cramping after having essure inserted in 2011 by dr. (B)(6) in (B)(6). FDA safety report ID # (B)(4). FDA received date: 02/21/2020.